Event description:
During preparation of stent the physician noticed a kink in the shaft. Consequently, the stent was never used. No patient injuries or complications were reported. However, the returned product revealed that the hypotube had fractured approx 73 centimeters distal from the strain relief.